Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not recharged the system for the past year. As a result, the ipg will no longer communicate with any external devices thus is deemed inoperable. Surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with an updated model.